Manufacturer narrative:
The implanted device remains.

Event description:
Per the clinic, the patient experienced skin overgrowth, pain and infection at the abutment site. The patient has been treated with oral steroids and steroid cream to date (dates and durations not reported). The implanted device remains.